Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx80cm (4f) sterling was advanced for dilation. During the procedure, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was successfully removed and replaced with a another of the same model to complete the procedure. No complications reported, and patient status was good.